Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The device had a scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has water damage. Customer's blood glucose value was 10 mmol/l. The customer has reverted to manual injections. The insulin pump was replaced and returned for analysis.